Manufacturer narrative:
(B)(4).

Event description:
During a mapping process, a cardiac perforation occurred. Blood pressure went down and heart hardly moved. As all catheters were in the left side and about to start ablation, the physician decided to start and isolated the pulmonary veins. After this ablation was done, the cardiac perforation was drained. The patient is in stable condition and recovered in the hospital.

Manufacturer narrative:
Please refer to (evaluation summary) for analysis results. On november 26th, received additional information requested from bwi representative stating that the patient required hospitalization (one day) and was fully recovered. The physician's opinion regarding the causality of this adverse event is procedure related. Concomitant bwi products: webster autoid decapolar, us catalog # d610drp10ct. (B)(4), are related to the same event. (B)(4). During a mapping process, a cardiac perforation occurred. Blood pressure went down and heart hardly moved. As all catheters were in the left side and about to start ablation, the physician decided to start and isolated the pulmonary veins. After this ablation was done, the cardiac perforation was drained. The patient is in stable condition and recovered in the hospital. The returned device was visually inspected and was found in good physical condition. The catheter was tested for electrical performance, temperature response and stockert compatibility and found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac perforation remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.